Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray review results: multiple intra op <(>&<)> post-op images for l3 vertebrectomy, there appears to be an interbody graft at the level below. No supplementary instrumentation is seen on the failure x-rays the cage appears translated laterally from the corpectomy defect. It is unclear if a post revision failure is included. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent l3 vertebral body replacement surgery due to vertebral fracture. The patient was scheduled to have an operation that set t3 at l3 and perform olif at l4/5 on (B)(6) and perform plif at l5/s and posterior fixation on (B)(6). During hospitalization after (B)(6) 2020 operation, the patient wore a corset and walked to a seated meal and the toilet. Postoperative photograph was taken on (B)(6) 2020 and it seemed that the implanted end cap was already tilted compared to the state during surgery. On (B)(6) while taking radiographic image during the preoperative diagnosis, it was found that the implanted cage had backed out/migrated. The angle of the end cap had changed. In the operation performed on (B)(6) 2020, it was planned to perform plif at l5/s and posterior fixation, but it was necessary to replace the t3 cage, so the cage was replaced. It was possible that the contralateral disc curettage was not performed perfectly, but as per the surgeon opinion, the vertebral body was raised well during the intra-operative lengthening.

Manufacturer narrative:
Device evaluation summary: visual and optical inspection did not reveal any damage to the end caps. The caps were returned attached to the centerpiece. The caps appear to function as intended. No fault found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.